Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where assigned medication and cubies were disappearing from cubie admin. A technical support specialist (tss) remoted into the device to review the zones in cubie admin and found that none of the items were assigned to their cubies. After closing and reopening the app, the cubies did not appear in the zones and were completely blank. The tss logged out and back in a third time, and the items and cubies reappeared. The tss worked with the analyst and had the user re-point all ns cabinets on-site to the internet protocol (ip) address for their respective synchronization cabinet. The tss also checked the bin, station, and control data to confirm everything looked correct, and it did. The most likely cause was the ns cabinet pinging the wrong computer name on-site, as they have multiple databases/sync cabinets at the same facility. No further issues were reported, thereby resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini items were unavailable when user attempted to issue. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.